Event description:
This is a spontaneous report received from a consumer via advocate on (B)(6) 2026 regarding his 09-year-old daughter where a plastic bristle detached from a col tb classic medium toothbrush during brushing and lodged in the left side of her throat near the tonsil, resulting in a foreign body in the throat, discomfort, stinging, dysphagia, and emotional distress. No medical history was provided. On (B)(6) 2026, the consumer's daughter was given a new col tb classic medium toothbrush for first-time use. At 20:00, while brushing her teeth a plastic bristle detached from the toothbrush and became lodged in the left side of her throat near the tonsil. The consumer reported that his daughter was initially unaware of what had occurred; however, the embedded bristles subsequently caused discomfort and a stinging in her throat. The consumer further reported that his daughter was frightened, terrified, crying, and was unable to swallow. The consumer's daughter was taken to the emergency department of a nearby hospital. During the emergency room visit, physical examination confirmed the presence of a toothbrush bristle in the throat. The foreign body was removed following administration of 10% lidocaine. Following successful removal of the bristle, the consumer's daughter was discharged home with recommendations and advised seeking further medical attention if necessary. At the time of this report outcome of the events was resolved.